Event description:
It was reported that while using the ps femoral impactor to implant the femoral component, the surgeon noticed part of the green bumper broke off. The broken piece was removed and not left in the patient. A backup device was not needed. No injury or delay was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms one of the green cam arms is missing a piece. The piece was not returned with the device. This device was manufactured in 2013. This device shows significant signs of wear/usage. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that while using the ps femoral impactor to implant the femoral component, the surgeon noticed part of the green bumper broke off. He was finished using the instrument and did not need a backup device. The broken piece was removed and not left in the patient. The broken piece was thrown away by the staff. No delay reported.